Manufacturer narrative:
Concomitant medical products: 310c29 tissue valve, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been passing out and was taken to the ER (emergency room). It was found that a lead integrity alert (lia) had triggered due to short v-v (sensing integrity counter (sic)) and high rate non-sustained episodes on the right ventricular (rv) lead. There were several high rate non-sustained episodes with oversensing and inhibiting pacing. There was also noise appearing on an independent electrogram (egm) channel when oversensing is occurring. The rv lead remains in use. Additionally, it was reported that there was loss of capture or possible latency on the left ventricular (lv) lead and temporary elevated lv threshold. The lv lead remains in use. No further patient complications have been reported as a result of this event.